Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message and the drive shaft hard to rotate to the home position was confirmed during initial functional testing and archive data review. The encoder drive shaft clutch plate is difficult to rotate, exhibits binding and resistance due to the age of the platform. The sticky clutch plate was deburred to address the issue. The autopulse platform passed functional test after drive shaft was rotated to the home position. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, front enclosure was observed damaged. Front enclosure was replaced to remedy the issue. Autopulse platform is a reusable device and was manufactured in 2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The device has exceeded its expected service life of 5 years. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. The archive data review indicated multiple error message (ua) 45 on the reported event date. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4). .

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. According to the customer, the drive shaft hard to rotate to home position. The user was unable to resolve the issue. No patient was involved with this event.